Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer cap of an infusor elastomeric device was observed with a leak. According to the report, the device appeared to have leaked 50 ml. This leak was observed after 34-40 hours of storage after the device was filled with 13.5 mg of tazocin in 240 ml of normal saline. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.